Manufacturer narrative:
Documentation related to the reported event were evaluated. Based on the available logs, device related malfunction could not be confirmed. (B)(4).

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack. It was reported that a patient expired after or during the period when the batteries were replaced and there were no ECG data recorded.

Manufacturer narrative:
Analysis of the event lists and full disclosure reports indicates the panorama telepack low battery alarm occurred at 20:34:12 on (B)(6) 2015. Between 20:34 and 22:09 (B)(6) 2015 the full disclosure report indicated a normal heart rate was present. This indicates the telepack operated normally and the battery was not replaced, if the battery was replaced a communication lost or break of data event would be recorded. Between 22:09 and 22:36 (B)(6) 2015 the full disclosure report indicated a low heart rate alarm occurred. This indicates the telepack operated normally and the battery was not replaced, if the battery was replaced a communication lost or break of data event would be recorded. At 22:36:13 on (B)(6) 2015 the telepack had a communications lost event and the full disclosure zoom in report was blank indicating the telepack battery was completely depleted as expected after running on low battery for 2 hours. The field service representative replaced the telepack batteries and confirmed normal operation. It may be concluded that the batteries had not been changed. There was no malfunction, the product performed as specified and would not cause or contribute to death or serious injury. (B)(4).

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack. It was reported that a patient expired after or during the period when the batteries were replaced and there were no ECG data recorded.

Manufacturer narrative:
Company representative evaluated the system and was unable to duplicate the reported the problem or locate ECG data. As a precautionary measure, the batteries were replaced on the ambulatory telepack. (B)(4).

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack. It was reported that a patient expired after or during the period when the batteries were replaced and there were no ECG data recorded.